Manufacturer narrative:
Review of provided programmer files confirmed the reported issue on 21 october 2023, at the interrogation of the device, the patient information were not displayed. The event was due to a telemetry error which led to a software bug which prevents the programmer that to decipher the patient data, an encryption key reading is required. When the event occurs, it is not needed to reprogram the patient data since there are still present in the device memory. A simple re-interrogation of the device is sufficient whilst avoiding telemetry errors (correct telemetry head positioning) before the programmer module is displayed. This software bug is a known issue and corrective actions are ongoing. No issue is suspected on ulys df4 vr - 2240 s/n (B)(6) this complaint has been recorded for trending purpose.

Event description:
Reportedly, during implantation all patient details were entered and saved. The following day, no patient details were present. When patient details were reentered, saved and the session closed - the device was reinterrogated and the svc patient lead data had weird text and a date of implant 1975. This was reentered and saved again successfully.